Event description:
The reporter stated that the device result was 90 mg/dl. She said her neighbor took her to the hosp because she wasn't feeling well. One hour later at the hosp her glucose was hi. She was treated with insulin and her glucose was 131 mg/dl an hour and a half later.